Event description:
It was reported via repair work order that the unit disengages zoom drive while in use due to damaged cam bracket assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the unit disengages zoom drive while in use due to damaged cam bracket assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR initial report was issued without the PMA/510(k)#. This follow-up MDR report includes the PMA/510(k)#.